Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery received for evaluation. Per imaging evaluation, the sheath distal tip was torn radially along the distal liner edge and axially along the axial score line with stretching visible in the torn region. The tip remains attached to the rest of the sheath. All score lines are present. In addition, there was tortuosity present in the patient's access vessels. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the torn esheath+ distal tip and difficulty advancing the delivery system with valve through the esheath+ were confirmed based on the provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors, such as a challenging anatomy (tortuosity was present in the patient's access vessels), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra valve, resistance was noted when the delivery system with valve was exiting the distal tip of the 14fr esheath+. After using additional push force, the delivery system with valve was able to exit the esheath+ and the valve was successfully implanted. The distal tip of the esheath+ was noted to be torn. The delivery system and esheath+ were removed without any issues. There was no patient injury. Per additional information received from the field specialist, the 14fr esheath+ was inserted and advanced into the distal aorta without any issues. Per review of the imagery received, the sheath distal tip was torn radially along the distal liner edge and axially along the axial score line with stretching visible in the torn region. The tip remains attached to the rest of the sheath. All score lines are present.